Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the gasket was torn on the 511h. This was the camera location trocar. There was not much activity through this port besides the camera and it still tore the gasket. There was no consequence to the pt.